Event description:
The customer reported the system displayed an interlock error message followed by a system shutdown. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fuse was replaced during the service call. The system was tested and found to be working as intended and put back into service.